Manufacturer narrative:
Although requested, the battery pack has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Testing of the returned battery pack was performed. Evaluation confirmed the reported issue. During functional testing, the battery pack was found to be non-operational due to fully depleted cells.